Manufacturer narrative:
While performing a review of the file it was determined that a system issue required a new complaint record be created. Please disregard any reports associated with file mrn 3012307300-2025-02398. Please reference file mrn 3012307300-2025-02889 for all details pertinent to this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that thermostat and over temperature levels seemed to be high and not able to complete the preventative maintenance. There was no delay of therapy. There were no patient harm or adverse effects reported as a result of the event.